Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 3.1 mmol/l and 5.6 mmol/l. No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.